Event description:
Five months after the index procedure, restenosis was found in the implanted cypher stents. The patient was treated with additional cypher stents. One day before the follow-up visit, the patient died.

Manufacturer narrative:
A voluntary medwatch report was received that was reported to the FDA by a family member of this patient. The pt was reported to have received 3 cypher stents in the left anterior descending artery (lad). Four to six months after the surgery, the patient returned for follow up. It was determined that the cypher stents restenosed up to 90%. Three more stents were implanted, overlapping the restenosed stents. Ten days after patient's second procedure, he reportedly passed away from a sub acute thrombosis. Additional information has been requested from the family but has not been forthcoming as of this writing. However, additional attempts will be made and new information obtained will be submitted within 30 days upon receipt. This report represents notification of three unknown cypher stents associated with the sub acute thrombosis and the subsequent death of the patient. This is one of two reports submitted under the following manufacturing report numbers 3003742446-2006-00657 and 3003742446-2006-00658.